Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her original insulin pump got lost in the hospital and she has a loaner pump where the reservoir is not staying in the pump. Customer's current blood glucose was 84 mg/dl. Customer stated that it was not delivering insulin. Customer was advised to call back once she receives her supplies to find out what's going on with the infusion set and reservoir.